Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, it was confirmed that the touch screen was responsive. Additionally, it was reported that the customer intermittently experienced high blood glucose (bg) levels as high as 600 mg/dl. Reportedly, the reason for the high bg levels were unknown. Customer administered manual injections to address impacted bg levels. The customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose issue.